Event description:
The customer reported that the 840 ventilator stopped cycling. As per customer patient involvement is unknown.

Manufacturer narrative:
Covidien tech support troubleshoots this issue with customer over the phone. Covidien tech support suggested to replace the inspiratory pcb. Covidien was not authorized to service the device.